Event description:
Pt was implanted with matrix from t11 to ilium. At some point post implant, four locking caps popped off the 2 proximal (t11) and the 2 distal (ilium) screws. Pt was returned to the operating room for revision. Surgeon replaced the locking caps at the ilium, replaced 1 screw at t11 and added 4 more screws taking the construct up two more levels. This report is #3 of 4 for the same event.

Manufacturer narrative:
Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.